Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 600 mg/dl. The customer had been using the insulin pump system within 48 hours of high blood glucose level. The customer experienced headache due to high blood glucose levels. The insulin pump was on auto mode at the time of incident. The customer declined troubleshooting. The insulin pump will not be returned for analysis.